Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle deployed early when the pod was activated; this indicates a needle mechanism failure occurred. The pod was not worn.

Manufacturer narrative:
The device was returned with the needle not deployed and the linkage assembly in the not deployed state. An attempt was made to download data from the device, but because the device was returned with no insulin and appeared to be unused, the download was unsuccessful. Green fluid was used to fill the reservoir; once the reservoir was filled the double beep was heard from the device. The data downloaded shows the device in pod state 2, this is due to filling the device with green fluid. Zero pulses were delivered, because the device was never used by the customer. No other damages or deficiencies were found during the investigation; the device functioned as intended.